Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned for evaluation, therefore a specific cause for the reported event could not be determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient did not have an autopsy; therefore the pump will not be returned for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) it was reported by the vad coordinator that the patient was found down at home and expired on (B)(6) 2014. No one was home with the patient at the time of the event. The vad coordinator stated that she does not have any other additional details on the event and no log files are available.